Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebt1524 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt1524) have been reported from same (B)(6) facility.

Event description:
It was reported that the patient came to the outpatient department to have dressing for his or her PICC changed on (B)(6) 2018. When the PICC was flushed with a 10ml syringe filled with saline for maintenance, saline leaked out from the insertion site. After the catheter was pulled out for 2cm, it was found that water leakage occurred at the position of 40cm. This catheter was originally placed in basilic vein of the right arm on (B)(6) 2018, with 39cm inserted into the vein and 4cm exposed externally. With the patient's permission, the catheter was trimmed in a way that 35cm was in vein and 3cm exposed externally now.